Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after a diagnostic procedure. After the third click, the vessel locator button popped out prematurely, losing access to the site. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The returned device was fully deployed with no damage or defects that could give evidence to the reported event. The vessel locator sub assembly and the vessel locator wings performed to specifications during testing. The root cause for the premature vessel locator release is undetermined. A CAPA has been opened to address this failure mode. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.